Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that an increase to high thresholds and high/undefined pacing impedance was observed with the right ventricular (rv) lead. Reprogramming was performed, and the lead remains implanted but out of service. No patient complications have been reported as a result of this event.